Event description:
It was reported that a device was to be used during a laparoscopic hernia. The device could not be armed. The red button will engage, but the blade will not expose. Another device was used to complete the case. There was no consequence to the pt.